Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any damage or wear marks. No other damage was found. An additional observation not reported by the site was that the tip of the instrument was found to be corroded. An orange colored residue was visible on the grip tips. The evidence was inconclusive, but the damage was likely due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the large suturecut needle driver instrument cable was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.